Event description:
Experienced excruciating abdominal pain 6 days following balloon ablation. In the emergency room it was discovered that her uterus ruptured. During total hysterectomy it was found that her small intestines were burned onto her uterus and torn. A few inches of small intestines were removed. She continues to have post ablation and post hysterectomy abdominal pain, difficulty with urination and defecation. Low blood pressure, weakness, and continuing to not feel well. A 5 week check up after hysterectomy, she was found to have a severe vaginal cuff infection.